Event description:
Additional information was received from the manufacturing representative. The pump was removed due to patient request for removal. Two screws were removed due to pain/surgeon request. There was no drug in the pump/saline only when the pump was removed. A 25 ml of drug was transferred from the expired pump to the new pump. The reason for pump removal was "defective device - pump stopped." Left and right tissue expanders were removed per surgeon request as they were no longer needed for treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found high resistance across the battery and gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (1102 mcg/ml at 643 mcg/day), clonidine (902 mcg/ml at 526 mcg/day), bupivacaine (19.8 mg/ml at 11.5 mg/day), and dilaudid (0.6 mg/ml at 0.3 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported an alarm was heard/confirmed by telemetry. A low battery reset occurred. It was noted there were 23 lines in the logs from (B)(6) 2016. The patient reported hearing the alarm on (B)(6) 2016. The pump was replaced on (B)(6) 2016. The patient experienced vomiting. It was further reported that the patient's wife called the answering service on (B)(6) 2016 to report that the patient was in the emergency room (ER) due to nausea and vomiting. The patient started hearing the pump alarm three times and was brought in for the emergency clinic visit. The pump was interrogated showing it to be in "safe state" mode. It accepted reprogramming and the minimal rate was changed back to the usual daily dosing. The pain was severe so a bolus was given consistent with the bolus dose the patient had been receiving at home. The bolus provided significant relief and the nausea resolved. The vital symptoms remained stable at 135/75 with a decrease in the heart rate from 85 to 74 following the bolus. The patient was sent home npo (nil per os) in case the critical alarm occurred again and pump replacement was required. Overnight, the pump sounded the critical alarm again and the patient was taken to the operating room for a replacement. The etiology of the event was noted as unlikely related to the implant procedure and related to the device or therapy. The outcome was noted as resolved without sequelae on (B)(6) 2016. It was noted the cause of the low battery reset was not determined and the pump was to be returned to the device manufacturer for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.